Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device failed for the self test during the startup. - when this was noticed, the ventilator was not in use to ventilate a patient. It occurred during startup bis is not further specified. There is no prior indication that something was technically wrong with the ventilator device. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - a continuous audible alarm was observable. - no device log files (service log, error log, event log) were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton as, ventilator device failed for the self test during the startup. - when this was noticed, the ventilator was not in use to ventilate a patient. It occurred during startup bis is not further specified. There is no prior indication that something was technically wrong with the ventilator device. The hamilton vigilance reporting decision strategy prescribes to report startup issues. - a continuous audible alarm was observable. - no device log files (service log, error log, event log) were provided to hamilton. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.